Event description:
It was reported that the procedure was to treat the mildly tortuous, heavily calcified, distal left anterior descending artery lesion. During post stent dilatation with a voyager balloon dilatation catheter (bdc) at 18 atmosphere, it was difficult to withdraw the contrast agent and deflate the balloon. The bdc was repeatedly aspirated using an indeflator and a syringe, and after about 15 minutes the balloon gradually deflated. The procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported difficulty could not be confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.